Event description:
It was reported that the 9800 system would not fluoro during a case. The 9800 system had to be removed and the procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube had been replaced with a none ge tube. The customer canceled the service call.